Event description:
Complainant alleged while attempting to treat a 61-year-old male patient in cardiac arrest, the device was unable to hear audible prompts. Complainant indicated that the patient subsequently expired; however, it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.